Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker have two years longevity remaining and then it reached end of life (eol) in just five months. Engineering analysis indicated that when output was increased, the longevity would have been decreased. This output may shorten time to elective replacement indicator (eri) or eol. At this time, the device remains in service. No adverse patient effects were reported.